Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
It was reported that a flogard IV solution administration set leaked. Five (5) minutes after infusion was initiated, the nurse noticed that the IV tubing was wet. The nurse wiped the tubing dry only to find that the moisture returned. Upon closer inspection the nurse observed a "very fine puncture hole in the line" about "1/3 [of the] way down the tubing." Approximately 3-4 drops of the solution leaked out of the hole. The nurse also noted that the packaging was not damaged. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.